Event description:
It was reported that the customer had damage and a button error on the insulin pump. Customer stated that none of the buttons on the pump were working. Customer did not receive any alarms. Customer stated that the top portion of the reservoir chamber was cracked. Customer thinks that the pump may have fallen. Customer stated that she can pull up on the top edging of the reservoir chamber. Customer also received a button error message on the insulin pump. Customer lost all of her settings on her insulin pump. Customer stated that her belt clip also broke. Customer has a back-up plan of manual injections. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump had intermittent up arrow button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump passed the reset error test with no alarm. The insulin pump was received with a broken reservoir tube lip, missing reservoir tube o-ring, minor scratches on the display window, scratched reservoir tube window and a stained end cap sticker.